Manufacturer narrative:
Review of the provided raw data indicates that the positive result generated for this sample does not show any indication that it is a false positive result. Reviewing the curve, some delayed amplification was observed but the shape of the curve is what is expected. The curves align with the CT value that was generated as it is approaching the limit of detection (lod) for this assay which would explain why it generated a positive result upon repeat but was negative with the cdc pcr test. It is the nature of lod samples to generate wavering results upon repeat. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported non-reproducible results while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 00617z, expiration date 31may2021, liat serial number (B)(4)). A sample generated negative results when tested with a center for disease control reagent by polymerase chain reaction. Five days later, the patient sample generated positive results when using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The same day, the same refrigerated sample generated positive results when tested with a center for disease control reagent by polymerase chain reaction. A new sample was collected and generated negative results when tested with a center for disease control reagent by polymerase chain reaction. The samples are tested immediately after collection. The sample was collected using a nasal flocked swab (remel r12591, lot 987301, expiration date 27may2021) with m4rt media/tube. No harm was alleged.